Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level in the 30's mg/dl; cause was not known. Reportedly, the customer lost consciousness and fell and hit their head. The customer could not recall treatment they received while hospitalized. Reportedly, the customer hit their head due to bg level. Customer was released with issue resolved and memory loss. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. The customer reverted to an alternative method of insulin therapy.